Event description:
This lead was explanted because of a lead fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 16 cm distal to theis-1 connector pin. Two lead fragments were returned for analysis. The performance of the lead fragments were scrutinized, including a visual and electrical inspection. The analysis showed multiple signs of wear along the lead fragments. At approx. 52 cm distal to the is-1 connector pin a rubbed through insulation with an abraded coating of the conductor cable to the distal shock coil were observed. These damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available. The deformation of the distal shock coil most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.